Manufacturer narrative:
Tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 6 units instead of a .6 unit bolus. The customer delivered a bolus and went to sleep. Customer's blood glucose (bg) was 55 mg/dl. The customer was awoken by a third party and required no assistance with treatment for the low bg. Food was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Operator of device replaced.

Event description:
It was reported that the customer inadvertently delivered 6 units instead of a 6 unit bolus. The customer delivered a bolus and went to sleep. Customer's blood glucose (bg) was 54 mg/dl. The customer was awoken by a third party and did not require assistance with treatment for the low bg. Food was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.